Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal (hysterectomy)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Patient had 3 cups of broth, 3 jellos and two cups of coffee before she peed enough to go home. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal (hysterectomy)/I had salpingectomy along with full hysterectomy/ I had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mass ("bump"). The patient was treated with surgery (hysterectomy(full),salpingectomy). Essure was removed. At the time of the report, the medical device removal and mass outcome was unknown. The reporter considered mass and medical device removal to be related to essure. The reporter commented: patient had 3 cups of broth, 3 jellos and two cups of coffee before she peed enough to go home. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received. New events added: bump. Reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removal (hysterectomy)/I had salpingectomy along with full hysterectomy/ I had a hysterectomy / my pain for so long'), device dislocation ('coils were not in my tubes') and autoimmune disorder ('automimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), incontinence ("I was leaking pretty much all the time"), rheumatoid arthritis ("rheumatoid arthritis"), mass ("bump") and migraine ("terrible migraines"). The patient was treated with surgery (hysterectomy and hysterectomy(full),salpingectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, autoimmune disorder, mass and migraine outcome was unknown and the incontinence and rheumatoid arthritis had resolved. The reporter considered autoimmune disorder, device dislocation, incontinence, mass, migraine, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: patient had 3 cups of broth, 3 jellos and two cups of coffee before she peed enough to go home. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain , incontinence , bump and rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. New event terrible migraines was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removal (hysterectomy)/I had salpingectomy along with full hysterectomy/ I had a hysterectomy / my pain for so long') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("I was leaking pretty much all the time"), rheumatoid arthritis ("rheumatoid arthritis") and mass ("bump"). The patient was treated with surgery (hysterectomy(full),salpingectomy). Essure was removed. At the time of the report, the pelvic pain and mass outcome was unknown and the incontinence and rheumatoid arthritis had resolved. The reporter considered incontinence, mass, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: patient had 3 cups of broth, 3 jellos and two cups of coffee before she peed enough to go home. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain , incontinence , bump and rheumatoidartheritis. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 3, 4, 5 processed together. Social media content received : reporter added. Event added- incontinence. On 20-mar-2020: fu 3, 4, 5 processed together. Social media content received : reporter added. Event added-rheumatoid arthritis. And medical device removal event replaced by pelvic pain. On 20-mar-2020: fu 3, 4, 5 processed together. Social media content received : reporter added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removal (hysterectomy)/I had salpingectomy along with full hysterectomy/ I had a hysterectomy / my pain for so long'), device dislocation ('coils were not in my tubes') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), incontinence ("I was leaking pretty much all the time"), rheumatoid arthritis ("rheumatoid arthritis") and mass ("bump"). The patient was treated with surgery (hysterectomy and hysterectomy(full),salpingectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, autoimmune disorder and mass outcome was unknown and the incontinence and rheumatoid arthritis had resolved. The reporter considered autoimmune disorder, device dislocation, incontinence, mass, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: patient had 3 cups of broth, 3 jello's and two cups of coffee before she peed enough to go home. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain , incontinence , bump and rheumatoid arthritis most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event "autoimmune disease" and "coils were not in my tubes" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.